Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all hardware was removed due to non-union. The broken screw was not the determining factor for performing the revision surgery, rather identified during the revision surgery. The most likely cause cannot be determined due to the device not being returned. However, it is possible the non-union is patient related. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, lbl (B)(4) provided with the sterile kit. The root cause of the screw breaking is most likely a result of the non-union, since the screw was likely subjected to bending stress each time the patient attempted to bear weight on their foot. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2016 all hardware was removed in a revision surgery on (B)(6) 2017 due to non-union. Upon hardware removal, it was confirmed that there was a broken screw. The patient was revised with non-tmc hardware, along with the use of an allograft.